Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinicians felt that the pt had never obtained ideal column control since a catheter revision was done (B)(6) 2009. It was noted that the pt had rods so the catheter was initially implanted at the cervical-thoracic juncture and threaded retrograde down to t11. The decision was made to perform a revision based on the x-ray results. When the cervical incision was opened the surgeon visualized that the catheter, including the tip, was coiled outside of the intrathecal space. The pt had a new 8598a catheter threaded retrograde from the cervical-thoracic juncture down to approx the t-11 level. A priming bolus was programmed from the pump to the existing catheter. After verifying a drop of medication the new intrathecal segment was then connected to the existing catheter. The pt was reprogrammed from a daily infusion rate of 295 mcg/day down to 75 mcg/day of lioresal 1000 mcg/ml. The pt was going to remain at the hospital for 2-3 days for titration needs.